Event description:
A medtronic rep reported a legacy standard screwdriver bent while the surgeon was placing 32 iliac screws. The surgeon noticed that the driver was slightly bent after placing about half of the screws, however, decided to continue using the driver to navigate the remaining screws and completed the procedure. There was no affect regarding accuracy or navigation. There was no impact on pt outcome.

Manufacturer narrative:
RMA issued. The part has been replaced, replacement shipped (B)(4) 2012. Mechanical evaluation performed on suspect device finds: the tip of the tool is twisted.